Event description:
A caller reported a cartridge alarm 30 issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by tandem technical support to return the problematic pump and received a replacement with updated software. The customer understood the instructions and planned to use multiple daily injections as a backup therapy.